Event description:
It was reported by service report that the brakes were not holding due to a loose brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.